Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported an incomplete flap on a patient's right eye during a laser assisted refractive procedure. Surgery was not completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).